Event description:
It was reported that: when trying to perform the procedure, the cuff is collapsed, requiring a greater force, and even then, it was not possible to use the material. Clarifying information from the customer stated that "the cuff was not inflating, a new device was used". No patient harm or serious injury reported. Patient condition reported, as "fine.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn#(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The cuff was then inflated to 25mbar using a calibrated endotest. No issues were detected. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuff indicating there was no leakage. A device history record review was performed and no relevant findings were identified. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause.

Event description:
It was reported that: "when trying to perform the procedure, the cuff is collapsed, requiring a greater force, and even then, it was not possible to use the material". Clarifying information from the customer stated that "the cuff was not inflating, a new device was used". No patient harm or serious injury reported. Patient condition reported, as "fine".

Event description:
It was reported that: "when trying to perform the procedure, the cuff is collapsed, requiring a greater force, and even then, it was not possible to use the material". Clarifying information from the customer stated that "the cuff was not inflating, a new device was used". No patient harm or serious injury reported. Patient condition reported, as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual sample was returned by the customer and sent to the manufacturing site for evaluation. The manufacturing site reports a visual exam was performed and no defects were observed. It was also reported that functional testing was also performed by inflating the cuff to 25mbar using a calibrated endotest meter. The cuff could maintain the pressure of 25mbar when inflated; however, it was found that the inflation and deflation happened slower than normal. A colored water test was then conducted on the complaint device to determine the area of blockage. Red dye flow was constricted inside the lumen during the test. The side arm was also observed to be fully inserted and it is possible this could cause the flow to be restricted. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. The manufacturing site reports that the cuff was difficult to inflate and deflate normally due to a constricted lumen observed on the sample as the side arm is fully inserted. A non-conformance was opened to address this issue.